Event description:
Healthcare professional reported after injection with juvederm ultra xc and juvederm ultra plus xc in the nasolabial folds, marionette lines and a forehead scar, the patient developed angioedema at the nasolabial folds, lower face, cheeks, and chin, described by the physician as an allergic reaction. Patient was treated with "vitrase, medrol dose pack, claritin/allergra/benadryl". Since treatment the patient told the physician that they had developed "lumps" at the injection sites, but this has not yet been observed by the physician. Symptoms have not yet resolved. This is the same pt reported under MDR ID number: 3005113652-2013-00087 (B)(4). This is the first MDR for the first suspect product which juvederm ultra xc.

Manufacturer narrative:
(B)(4). Device history record summary: the documentary research in the batch file shows that no element could explain these reactions; all the mfg steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling: adverse events. The most common injection-site responses for juvederm ultra xc were redness swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance. Adverse events with a frequency of 5 or more events are listed in order of prevalence; allergic reaction, blister, inflammation at the injection site, paresthesia, infection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticarial, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar.